Event description:
It was reported that a spectrum pump overinfused during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: the device malfunction would not lead to a death or serious injury if the malfunction were to recur. An overinfusion less than or equal to 10% is unlikely to cause or contribute to serious harm, death, or serious injury.